Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.